Event description:
The impedance of the rv tip to coil in the rv lead 7120 (sjm, durata) was 171 ?, and a low resistance alert was generated. It had been stable near 170 ? For a long time (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).